Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® sodium heparin n (nh) 33 usp = 33 iu blood collection tubes had underfill. No serious injury medical intervention.